Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. The device was tested and no malfunction could be identified. System error 322 was confirmed through the event history log. The eval was unable to determine the cause. The upper and lower auxiliary are known contributors to this symptom and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump has a system error 322. Any pt involvement, injury, or medical intervention is unk.